Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00134. On 1/05/2011 the MFR became aware of the following event. On (B)(6) 2010 the pt underwent a trial procedure. At that time, two percutaneous trial leads were implanted. It was reported that the trial leads were explanted within 24 hrs due to alleged nerve damage which was said to have occurred during implant. The pt was allegedly unable to walk following the procedure, and spent the next 6 weeks in a rehabilitation facility. F/u on the pt found that he claims to be able to walk now but has some remaining deficit in his upper leg area. The implanting physician was contacted on (B)(6) 2011 for more specifics regarding this matter. He stated that the pt suffers from severe spinal stenosis and as such, the trial was deemed unsuccessful and the leads were removed as a result. According to the physician, the implant was performed w/o incident. No further info is available.